Event description:
Pir - potential overinfusion. On (B)(6) 2010, facility had set up the pump to infuse 75cc per hour (total volume to be infused was 2000 ccs; the solution being infused is unk). After six hours, facility found that the full 2000 ccs were infused. Upon looking at device, facility found that the pump said it was set at 375cc per hour. Need to verify if the pump was programmed incorrectly or if the pump could have somehow changed the rate itself. Incident occurred in iccu area during a continuous therapy. The pump was sequestered after incident occurred. The entire solution was infused. The IV tubing has been discarded and is no longer available. The pt was found in a state of hypoglycemia due to incident. Pt was treated with insulin and is currently fine.

Manufacturer narrative:
The eval is on-going. A f/u report will be initiated after the completion of the eval.